Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, clear surgical residue on product. Visual inspection found residue on lens and lens curved in. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -04.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as insufficient size.